Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right ventricular (rv) lead, slightly raised thresholds were observed. The physician tried to retract the helix in order to reposition the lead but the helix would not retract. The thresholds decreased and the device was connected. Measurements through the device showed noise and out of range pacing impedances greater than 3000 ohms. The lead was tested via two pacing system analyzer (psa) with similar results. This rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
New information was received that this device was explanted and returned.